Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional reported that patient was getting up in 1000 times during the night. Patient was not getting relief. Patient was also exaggerating. Patient was not tracking their symptoms. Patient also had developed the bladder infection during the time of this implant and was not able to connect with implant with patient programmer. New implant was implanted on top of the old device. Patient felt around the ins pocket site, different locations and they were unable to connect with patient programmer. Hcp consulted with doctor for followup information. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.